Event description:
Pt was admitted to the hospital with diagnosis of coma, post-circulatory arrest, post reanimation condition, and persistent atrial fibrillation. There was no pulse on the peripheral circulatory system, body temperature and blood pressure could not be established, lack of consciousness, areflexia, vicarious respiration. No signs of recent infarction found. Despite treatment, pt died the same day showing symptoms of cardiac failure accompanied by pulmonary edema.